Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box data revealed no related issues. The pump powered and booted per specification. The surface was cracked around the perimeter of the display lens.

Manufacturer narrative:
There is no blank display duplicated but a dim pink display screen is found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen was blank with properly functioning audible tones and vibratory alerts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.